Event description:
It was reported by the clinical specialist that "the pressure line on the proplege coronary sinus catheter, pr9 was not showing ventricularization during cs catheter placement even though dye shot showed placement to be good. The cs pressure was thought to be inaccurate throughout the case as it was only reading very low." That catheter will not be retuned lot number is unknown. No patient injury was reported.

Manufacturer narrative:
The device was not retained by the hospital for evaluation the root cause could not be confirmed as the device was not available for evaluation. Manufacturing records could not be reviewed as the lot number was not provided. Trends will continue to be monitored on a monthly basis through the edwards quality systems.